Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and remained static. Customer¿s blood glucose was 340 mg/dl. Reportedly, the insulin gauge resolved itself and customer received an accurate fill estimate.